Manufacturer narrative:
B3: the event occurred on an unspecified date, during the last week of may 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 3000 ml eva tpn bags leaked from the side during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date - the lot was manufactured between november 3rd and 4th 2023. H11: two (2) devices were received for evaluation. A visual inspection was performed, and it was noted that there was a puncture or cut on the lower right edge of the bag. Functional testing was performed, and a leak was observed on the lower right edge of the bag. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.